Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h4: device manufacturer date, h6: adverse event problem, h11: additional narrative. Zimvie did not receive one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 61869599. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61869599 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿. The customer did submit one (1) x-ray image for the reported event. Further evaluation of the provided x-ray verified the implant fractured at the collar region. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is long-term parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. Without device receipt, the reported event is confirmed via provided x-ray. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k013227.

Event description:
It was reported that the internal hexagon at tooth site #35 fractured, which caused loosening of the prosthesis. No impact on the patient was reported. The implant remains implanted and won´t be returned.